Event description:
Portex 8.0mm tracheostomy was tested prior to insertion. After insertion, the tracheostomy cuff ruptured. A new portex 8.0mm trach was obtained and inserted without failure. No adverse outcomes to the pt.